Event description:
It was reported that the ilet pump was found cracked open with an inoperable screen, resulting in interrupted insulin delivery and a reported blood glucose of 544; the school nurse drew insulin from the cartridge and administered a subcutaneous insulin dose, and the device problem involved loss of or failure to bond associated with the display component. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with involved parties and analysis of information provided by the user and third party. Investigation of this case revealed a stress-related problem consistent with a component failure, aligning with a loss of or failure to bond in the display. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.